Manufacturer narrative:
Weight: unknown/no information. Implant date: unknown, information not provided. If explanted, give date: not applicable as the device remains implanted. (B)(6). The intraocular lens (iols) was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack around the side of the optic, near the toric mark of an intraocular lens (iol) in the left eye of a patient was found under the microscope. The lens remains implanted. Postoperative visual acuity was 0.9 (corrected: 1.2), the patient had blurry vision compared to before and was unsatisfied because it was lower than 1.2 of preoperative visual acuity. The doctor thinks that exchanging the lens could lead to develop surgically induced astigmatism; therefore, the lens remains implanted as of to date. It was indicated that the speed when the lens was extruded was constant, there was no resistance and no trouble reported. There is no problem with the amount of ocular mucilage in the cartridge because the amount is about the same each time. Leaving time of the lens folded in the cartridge was confirmed to be within 10 minutes. No further information was reported.